Manufacturer narrative:
The manufacture performed a gross investigation. The returned prosthesis was received in general good conditions. Some traces of blood were visible on the leaflets. The manufacturer will perform a visual inspection of the returned device, review the device history record and perform a functional test review. Upon completion of these investigations the competent authority will be updated.

Event description:
On (B)(6) 2018 a perceval pvs23 was implanted as part of an avr+CABG procedure. After opening the aorta, the non-coronary cusp was tight and was not moving. A large central leak was identified. No paravalvular leak was identified. The valve was removed and replaced with trifecta.

Manufacturer narrative:
A gross inspection was performed. The returned product was received in the explant kit, in the original plastic jar, in general good conditions, with some traces of blood visible both on the inflow and outflow side. After decontamination, the valve was visually inspected. The visual inspections performed on the returned prosthesis confirmed the absence of pre-existing manufacturing defects. A hydrodynamic test was performed. The results of the testing on the returned perceval valve size 23/m sn: (B)(4) showed a slight delay in the third leaflet during the opening phase. However, the valve fully opened and closed completely without any coaptation issues or anomalies at normotensive pressure conditions. In addition, the valve met all standards required for the effective orifice area (eoa). The manufacturing and material records, and steady flow test records, for the perceval heart valve, model #icv1209 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Based on the performed analysis the reported event cannot be explained by any factor intrinsic in the involved device. Because no further event information was provided and the performed investigations did not show any valve malfunction the root cause at this time is deemed unknown and no problem has been identified. If further event information is received the case will be reassessed.